Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the caller that the patient experienced shocks from the implantable cardioverter defibrillator (ICD). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the shocks were appropriate.